Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the cuff leakage test, the cuff did not fully inflate. No clinical consequences, not used on the patient.

Manufacturer narrative:
H3. Device evaluated by manufacturer and h6. Event problem and evaluation codes: updated. One (1) sample was received in used condition without original package. Visual inspection was performed at 12 inches under normal lighting to detect any damage on the cuff, airline, or pilot balloon. No damaged could be detected. The sample was tested on leak test. The test was performed under water. Cuff inflated successfully; the complaint was not confirmed. Based on the analysis conducted in the sample provided, no defects were detected. A device history record (DHR) review showed no issues, non-conformances reported during the manufacture of this lot. No corrective actions were taken since the complaint was not confirmed.